Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, implanting the lens in the capsular bag, the doctor noticed that it had a scratch on the part of the optics. Not being sure if it would affect his visual quality, and in an effort not to break the posterior, he decided to leave the lens implanted in the patient and see how it behaved post-operatively. The doctor does not want the lens to be replaced, but he did decide to report it as a quality complaint so that they can help us investigate what happened or if a complete batch of lenses is damaged. Additional information was requested.

Manufacturer narrative:
A photo was provided of the lens in the eye. There appears to be a scratch/mark off center of the optic, running from the outer refractive ring to the inner most ring. The account indicated the use of a handpiece which is not qualified for qualified lens/cartridge combinations. An unspecified cartridge and viscoelastic were indicated. It is unknown if qualified products were used. Based on our observation of the attached photo, the optic has a scratch/mark. It is difficult to make a final determination without evaluation of the physical sample. The root cause is most likely related to a failure to follow the instructions for use (IFU). The account used an unqualified lens/handpiece combination. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).